Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
On (B)(6), 2011, a customer called to report his freestyle freedom lite meter had a blank screen. The customer reported as a result of not being able to test due to the blank screen, on (B)(6), 2011 between 12:00pm and 6:00pm he experienced symptoms described as "dizzy, fatigued, leg pain, blurred vision, itching all over body, frequent urination." The customer self-presented to a health care facility and was diagnosed with hyperglycemia. No readings were provided. The customer reported treatment with metformin and actos, which he stated was a change from his normal medications. No self-treatment was reported. This is no report of death or permanent injury associated with this event.